Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that devices a and b were returned in good physical condition. The devices were tested with a gen04 and were functional. There were no anomalies noted with the functionality of the devices. It could not be determined why the devices reportedly malfunctioned. No error code 5 or temperature issues were noted during testing. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hemicolectomy procedure, the device stopped to work after few minutes from the beginning of this operation. Error 5 was showed. So surgeon tried to use a new device, but this time the device got overheat. Finally a new device was used to carry out this operation. No adverse consequences on patient. (B)(6).